Event description:
Biomet tmj device implanted on right side only in (B)(6) 2010. By (B)(6) 2011, jaw was very swollen and pt in a lot of major pain when eating and chewing. Also, experienced horrible itching in area underskin. By (B)(6) 2011, biomet device was removed. The device screws were loose and coming out, and the device was moving way from the bone. Fluid was found around joint and surgeon had to pop the fluid in order to release it. Since device has been removed, headaches have improved.